Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. This medwatch report is in response to receipt of a voluntary medwatch report (B)(4).

Event description:
It was reported that the patient underwent a skin closure procedure on (B)(6) 2016 and topical skin adhesive was used. During skin closure with glue, when cracking, the glass portion broke. Additional information has been requested.